Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that the atrial lead position check failed. The right atrial (ra) lead had dislodged and was found to be in the right ventricle as per x-rays. Ventricular safety pacing occurring. When pacing the right atrium the right ventricle would capture. The dislodged lead was removed and replaced due to the number of rotations it took to extend the screw. No patient complications have been reported as a result of this event.